Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user suffered from a head trauma 2 weeks ago; one week ago it was noticed that the user has no more hearing sensation. Re-implantation is considered.

Event description:
It was reported at the end of september 2019 that the recipient suffered from a head trauma 2 weeks prior; a week after the trauma it was noticed that the recipient no longer had hearing percept with the device. Re-implantation is planned, but no date has been set yet.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. Furthermore, information on the implant registration card states that one channel was left extra-cochlea at initial implantation. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. Furthermore, information on the implant registration card states that one channel was left extra-cochlea at initial implantation. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
It was reported at the end of september 2019 that the recipient suffered from a head trauma 2 weeks prior; a week after the trauma it was noticed that the recipient no longer had hearing percept with the device. The recipient has been re-implanted.